Manufacturer narrative:
Patient identifier, sex, and weight are not available for reporting. Date of device breakage is not known. UDI: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter hospital contact telephone: (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 24. April 2013 expiry date: 01. April 2023. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported patient was implanted with a proximal femoral nail antirotation (pfna) on unknown date. It was determined on unknown date that the pfna broke. Patient was returned to surgery on (B)(6) 2017 for a revision surgery. The distal portion of the pfna and the locking bolt remain in the patient. No further information is available. Concomitant devices reported: locking bolt (part number unknown, lot number unknown, quantity 1). This report is for one (1) pfna. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
X-rays received, taken unknown date, quantity 4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: locking bolt (part 259.440, lot 2503033, quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of the provided x-rays by the manufacturer, it was determined the previously reported concomitant locking bolt should be a complained part. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was performed. The broken nail was sent back for evaluation. The relevant dimensions at the fracture zone of the nail were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1 for stainless steel. The fracture face is homogenous, which indicates material conformity. No manufacturing related fault could be detected. The lot in question was manufactured with a lot size of (B)(4) pieces in april 24, 2013 and we are not aware of any other complaint for this article- and lot number. The pfna nail is broken on the distal hole. The broken distal part is not available for further evaluation. One crack on one site of the citrus hole is visible. Traces of repeated use were also visible at proximal site of the nail. The cross section of the broken surface shows no irregularities. Unfortunately, as no detailed clinical information is available, we are not able to determine the cause which has led to these circumstances. We can only assume that the pfna - nail (area of distal hole) could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too. The broken locking bolt was investigated under the linked complaint (B)(4). Summary of this investigation; there is no evidence of issues manufacturing related. Complaint is disposed as confirmed due to evidence that nail is broken (area of distal hole), but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. No indication for material, manufacturing or design related issue was found. X-ray review performed revealed that this complaint indeed is describing a broken nail the occupying locking screw at the distal locking hole of a pfna short nail. The index or original surgery is unknown. Looking at the supplied x-rays the nail and screw broke prior to the revision surgery. Interestingly the original fracture is radiographically united. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.